Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after removal. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Power hickman product causing fibrin sheaths. No other info provided. Conservatively reporting as a malfunction due to the risk that the fibrin sheath detach from the vein wall and embolize.